Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an "additional surgery to repair recurrent hernia defect and remove the ventralex mesh due to severe pain and discomfort" on (B)(6) 2015 and an addition surgery post explant on (B)(6) 2015 to "repair recurrent hernia" . Medical records were not provide, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4) and lot number huxc1468 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an "additional surgery to repair recurrent hernia defect and remove the ventralex mesh due to severe pain and discomfort caused by the mesh." On (B)(6) 2015: the patient "underwent an additional surgery to repair a recurrent hernia. " as reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an "additional surgery to repair recurrent hernia defect and remove the ventralex mesh due to severe pain and discomfort" on (B)(6) 2015 and an addition surgery post explant on (B)(6) 2015 to "repair recurrent hernia". Medical records were not provide, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralex mesh, patient was diagnosed with hernia recurrence and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number 0010302 and lot number huxc1468 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an "additional surgery to repair recurrent hernia defect and remove the ventralex mesh due to severe pain and discomfort caused by the mesh." (B)(6) 2015: the patient "underwent an additional surgery to repair a recurrent hernia." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with symptomatic ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac and preperitoneal fat was excised. A ventralex mesh was placed in the preperitoneal space and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral incisional hernia and pain thereby underwent laparoscopic repair with the removal of old mesh. Per operative notes, ¿the old scar was excised, and dissection was taken down to the hernia sac as well as the mesh. The old mesh was removed in its entirety and a synthetic mesh was placed.¿ attorney alleges that the patient had adhesions, hernia recurrence, seroma, discomfort, fullness, mesh caused persistent pain and underwent mesh removal.